Manufacturer narrative:
(B)(6). Investigation results: summary: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to confirm this complaint as being generated by manufacturing process. Conclusion: not confirmed: bd was unable to confirm the customer complaint for the claimed defect. Investigation comments: as no samples were received for analysis of the defect, and as no records were found that could lead to this complaint for the batches involved, it was not possible to confirm this complaint. Samples/ photos: samples have not received for analysis of the incident in question. DHR review: the assembly lot: 7062780, used in the claimed final product lot: 7089647 of insyte autoguard 20g x 1.00 was analyzed for "needle retraction" and ¿part activation¿ tests, and it was not evidenced record of failure of activation of the part during the analysis of these batches. Qn/ ncmr review: there are no qn records of this defect for batches related in this complaint. Unplanned maintenance: the corrective maintenance history in the manufacturing period of the assembly lot involved in this complaint was evaluated and no records were recorded that could clearly indicate a failure of the activation of the part. Root cause: based on the investigations of this complaint, it was not possible to assign a root cause for the incident to date since the complaint was not confirmed.

Event description:
It was reported that after using a bd insyte¿ autoguard¿ shielded IV catheter and pressing the safety mechanism button, the needle failed to retract. There was no report of exposure, injury or medical intervention.